Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had high premature ventricular contraction burden and felt intermittent chest pain. There was no evidence of perforation found through x-ray and ultrasound results. Additional information obtained from the field representative indicated that the lead was removed to rule out patient¿s discomfort. This lead had no allegations. This rv lead was explanted. No additional adverse patient effects were reported.